Manufacturer narrative:
(B)(6). (B)(4) (disc herniation), (pseuoarthrosis).

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: retroperitoneal anterior lumbar interbody fusion using polyetheretherketone synthetic fusion cage and bone morphogenic protien; for pre-op diagnosis of: severe lumbar degenerative disc disease, l3-4, with chronic mechanical back pain. Per-op notes: ".. L3-4 disc space was sequentially distracted. The endplates were decorticated with a curette down to bleeding bone. An appropriate sized synthetic peek cage was selected and loaded with bmp. This was impacted in the disc space under cross table ap and lateral fluoroscopy, which confirmed its good position..there were no apparent complications.." Second stage procedure: posterior instrumentation, l3-4, via far lateral minimally invasive approach using titanium screws and peek rods; for pre-op diagnosis of: severe lumbar degenerative disc disease, l3-4, immediately status post anterior lumbar interbody fusion, l3-4. No complications were reported. On (B)(6) 2008, patient underwent following procedure: posterior segmental pedicle screw instrumentation l1, l2, l3, l4, l5 using titanium screws and rods; bilateral posterolateral arthrodesis l1-2, l2-3 and l4-5 using autologous iliac crest harvested from a separate fascial left sided incision and using morselized local bone and bone morphogenic protein; l2 smith peterson posterior ostetomies; bilateral l4 smith peterson osteotomies; l4-5 bilateral laminectomy with foraminotomies; right l4-5 foraminal discectomy; motor evoked potential and somatosensory evoked potential monitoring; for pre-op diagnosis of: flat back syndrome with lumbar instability l2-3 above previous l3-4 fusion; l4-5 lumbar spinal stenosis with herniated nucleus pulposus (right). Per-op notes: ".. Autologous iliac crest was harvested from a separate fascial incision on the patient's left side. Both anterior and posterior cortex layers were kept intact. This bone was wrapped up inside large collagen sponge impregnated with bmp. The transverse processes were decorticated with a high speed drill as were the lateral pars interarticularis and facet joints at each level. The posterior arthrodesis was then completed by packing the bone/bmp rolls out in the lateral gutters..there were no apparent complications.." On (B)(6) 2009, patient underwent following procedure: posterior segmental instrumentation t10-11, t11-12, t12-l1, l1-2, l2-3, l3-4, l4-5, l5-s1 and ilium using stainless steel rods and screws; bilateral posterolateral arthrodesis t10-11, t11-12, t12-l1 and l4-5 and l3-s1(patient previously fused l1-3) using autologous local bone and bmp; posterior pedicle subtraction osteotomy l3 with correction of flat back kyphotic deformity; posterior l3, l4 osteotomies through fusion mass; revision bilateral l4-5 laminectomy with median facetectomy and foraminotomies; explanation of indwelling l1-5 titanium instrumentaion with exploration of fusion and pseudoarthrosis; intraoperative fluoroscopy and intraop sensory evoked potential monitoring and motor evoked potential monitoring; for pre-op diagnosis: lumbar kyphotic deformity, status post multiple previous surgeries; lumbar pseudoarthrosis, l4-5; lumbar neuroforaminal stenosis. Per-op notes: "..lateral aspects of l3, l4 and l5 and sacral vertebra were decorticated with a high speed drill. Protein sponges impregnated with bmp were laid down in these areas, as well as significant amounts of autologous local bone harvested from the osteotomy and revision decompression..there were no apparent complications.."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.